Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support to inspect and clean the pump, remove an o-ring from the pneumatic tap, and complete the cartridge loading process. Following these instructions, the customer successfully loaded the cartridge and resumed insulin use.